Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient was initially in hyperglycemia and changed the pod. The new pod reportedly delivered a correction bolus ordered from the previous pod in addition to the correction bolus of the new pod. The patient went into severe hypoglycemia and fell down and hit her head. The patient was noted to have been confused and unable to stand up. The patient ate syrup and a biscuit to attempt to bring the blood glucose (bg) levels up but began vomiting. The ambulance was called and the patient was transported to the hospital. The patient's bg levels decreased to 30 mg/dl and reported symptoms of nausea, dizziness and dehydration. As treatment, the patient was given syrup and intravenous fluids to re-hydrate. The patient was discharged from the hospital after approximately two days.